Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the faulty power supply. The cse then removed all the cuvettes, cleaned the cuvette hopper and performed empty and fill operations for cuvettes. The cse replaced the tips and loaded a new tip tray. The customer ran calibrations and quality controls. The cause of the smoke being emitted from the advia centaur xp instrument was due to the power supply malfunction.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that smoke was emitted from an advia centaur xp instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.